Event description:
Complainant alleged that the clinician was attempting to administer a 200 joule shock to a female patient (age unknown) who was in a code situation, but the device would not discharge until the device paddles were lifted from the patient. The complainant indicated that the clinicians also attempted a 360 joule discharage, but again the device would not discharge until the paddles were lifted from the patient's chest. In addition, the compmlainant indicated tdhat although the device was not in synchronization mode, discharge was sometimes delayed. The complainant indicated that the clinicians immediately obtained another device to treat the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction. A second event, with a different patient, was reported with this device on medwatch numbver 1220908-1998-00900.